Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool(r) smart touch(r) sf catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, pericardial effusion was discovered on intracardiac echo (ice). The caller did not know how the pericardial effusion was confirmed due to this being discovered after the procedure was completed. Pericardiocentesis was performed to drain 200ml of fluid from the pericardial space. The patient was reported in stable condition. Prolonged hospitalization was not required. Physician's causality opinion was not provided. Patient's condition had improved. There was no evidence of steam pop during the ablation. No error messages were reported. Graph, dashboard, vector and visitag were used as force visualization features. Surpoint recommended settings were used with the visitag module. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.